Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that shortly after implantation, during follow up visit, this right ventricular (rv) lead exhibited loss of capture (loc), high pacing thresholds, low out of range pacing impedances and noisy signals. Xray images were taken, however the images were unable to confirm cause of lead issue. A revision procedure was performed, the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The rv lead is expected to return for analysis.

Event description:
It was reported that shortly after implantation, during follow up visit, this right ventricular (rv) lead exhibited loss of capture (loc), high pacing thresholds, low out of range pacing impedances and noisy signals. Xray images were taken, however the images were unable to confirm cause of lead issue. A revision procedure was performed, the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The rv lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was received that led to the lead to be pulled for additional analysis per request for gate oxide corrosion at the tip. Microscopic inspection shows gate oxide corrosion (pitting/dissolution) evident at the coupler weld area at the helix base. The observed corrosion was likely a result of a gate oxide failure on the device.

Event description:
It was reported that shortly after implantation, during follow up visit, this right ventricular (rv) lead exhibited loss of capture (loc), high pacing thresholds, low out of range pacing impedances and noisy signals. Xray images were taken, however the images were unable to confirm cause of lead issue. A revision procedure was performed, the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The rv lead is expected to return for analysis.